Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a sparks during the shock test. Details provided in an update from the source case indicate that the field service engineer replaced the device's paddles and paddle tray and the device was successfully returned to service. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.

Event description:
It was reported sparks came out during a shock test. There was no patient involvement.